Manufacturer narrative:
Secondary surgery - inadequate.

Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the pt's left (os) eye in 2009. The lens was explanted the following month, due to inadequate vaulting. The lens was exchanged for a longer lens.